Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. According to the patient's spouse, on approximately on (B)(6) 2025, around 1:00 pm, the patient was brought to the hospital after too much insulin was given based on a high cgm reading. The reporter stated after "double" the dosage was given, the patient experienced being thirsty, tired and was not feeling well. When a fingerstick was taken the blood glucose reading was 282 mg/dl and the patient was brought to the hospital. The reporter was initially told at the hospital that the patient had an infection causing hyperglycemia but was later told that the event was caused by the overtreatment of insulin. A fingerstick was taken at the hospital and there was an inaccuracy, but no specific readings were remembered. The patient was given unspecified intravenous fluids, but according to the reporter, no further medication was given. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was still at the hospital but had recovered and was going to be discharged any time. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.